Manufacturer narrative:
E1: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that the patient faced infusion set cannula bent issue on 02-mar-2026. The infusion set cannula was bent. The infusion set has been in use for less than a day the insertion site was buttocks. No further information is available.